Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted 10 years, is being planned for valve-in-valve procedure due to severe symptomatic aortic stenosis. Patient presented with congestive heart failure. There was no allegation of surgical valve failure. Patient continuing treatment with optimal medical management while being further worked up to have valve-in-valve procedure.